Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported they noticed the patient had blood backing up and leaking out of the tubing and onto the floor. The 2 female luers were attached firmly however, the male luer lock that attaches to the patient was cracked. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak and male luer crack was confirmed. Visual inspection showed that the male luer tip was broken off. Inspection under magnification showed stress marks at the break site of the male luer. Functional testing confirmed leaking. The root cause of the damage is excessive force having been applied to the male luer.